Event description:
It was reported that a manufacturer representative (rep) reporting that the patient's handset states, (implantable neurostimulator) ins longevity is less than 6 months, but has 4 bars on the ins longevity. Rep reports patient is programmed with interleaving since 2019:left stn: c+1- 2.5ma/90pw/125hz.right, stn1: c+10-11- 3.7ma/90pw/125hz. Right stn2: c+8- 2.5ma/90pw/125hz. Caller reports patient has higher than normal impedance:c10: 1529 ohmsc11: 1367, ohmsc8: 1521, ohms10/11: 2177, ohmsc1: 1279, ohmsc9: 2134 ohms. Caller reports patient was involved in a car accident, unknown when but sometimes earlier this year, unknown if that affected impedance. No symptoms reported. Additional information was received from the manufacturer representative (rep) reporting that the patient came into the clinic on (B)(6) 2021 and was told then they had six months to eri. Impedances have been high always since implant. The patient does not want to be reprogrammed and is comfortable with settings. They will proceed with the rechargeable device replacement and will keep the same settings. Patient and family are satisfied. This was confirmed with the physician. The car accident is irrelevant to the complaint.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's percept implant battery went to eos (end of service) about 2 weeks ago. In (B)(6) 2021, the healthcare provider (hcp) told the patient the implant battery only had less than 6 months left. The caller said they didn't expect the implant to hit eos so quickly as they had been told by hcp that the battery would last 3-5 years. The caller said they had discussed how interleaving settings could cause the battery to deplete how it had. The caller said the patient was set up "normally" and hadn't gone to using interleaving until just a little bit ago. Caller said the settings between the most recent battery and the previous battery weren't very different so the caller suspected that "something was wrong" with the implant battery to make it hit eos so quickly. The caller said last implant battery had lasted a couple weeks over 3 years but the most recent implant only lasted 10 months. It was reported by the manufacturer's representative that the patient's implantable neu rostimulator was replaced on wednesday. The healthcare providers (hcp) office wanted to run calculation to determine if it was appropriate that implant depleted so quickly. Left stn 3 2614 2 2707 0 2456 0 3 4721 2 3 4904 2 0 4842 right 9 3442 11 9 4380 9 8 4247 left 2.5 ma case -1 90usec 125 hz right case -10 <(>&<)> -11 3.7 ma 90usec 125 hz, c8 2.5 ma, 90 usec, 125 hz. Longevity showed less than 12 months.